Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet with a cd infusion set, with cgm indicating 300 mg/dl and confirmatory fingerstick at 248 mg/dl; the user verified no kinks or leakage, performed a calibration, and completed a fill tubing sequence confirming insulin flow, after which glucose began to trend down. Symptoms included elevated blood glucose without acute clinical effects. Outcomes included no medical intervention, no backup therapy, and no ketone testing. Investigation included guided troubleshooting with cgm calibration and verification of infusion set integrity and insulin delivery through tubing fill. Investigation of this case revealed no device alarms and no identified device or component malfunction, and the cause of the hyperglycemia remained undetermined. It was concluded, based on previously established findings for similar reports, that the cause was unclear.